Event description:
It was reported there was a tear in the cable covering. The rf (radio frequency) head was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).